Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ blunt fill needle had a white layer similar to glue or paint on the needle hub. There was no report of exposure, serious injury, or medical intervention.

Event description:
It was reported that a bd blunt fill needle had a white layer similar to glue or paint on the needle hub. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
It was performed the DHR, there wasn¿t quality notification or maintenance record found. Pictures related with the incident were received. The analysis of pictures can confirm the failure for foreign matter. Confirmed: bd was able to confirm the reported defect. Root cause is due to epoxy excess. The excess drops down over the needle hub.